Manufacturer narrative:
(B)(4). Customer reports: difficult to rewind screw and inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: cap no longer stays attached. No physical damage to cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. The app recorded 0.5 u, 3.0u and 3.0 u and 2.5 u. The leadscrew rewind properly. The leadscrew was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. Dose dial would get intermittently jammed. Intermittent resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0u was dialed and dosed until the screw reached max extension. No leadscrew anomaly was noted. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked/broken. In conclusion: per san diego investigation: the electronic was proven to be functional and produced a healthy encoder signal when the mechanical components of the encoder were removed from the system. The fact that the random and noisy pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. No leadscrew anomaly was noted, therefore, the customer complaint of difficult to rewind was not confirmed. However, inpen did produce inaccurate dose log due to contact springs on encoder contact boards are not making connection with pattern wheel. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned." These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pen was difficult to rewind and was not logging doses. Customer repeated prime but no insulin exists with initial prime. Customer stated that screw was not moving as indented. No harm requiring medical intervention was reported. The device was returned for analysis.